Event description:
It was reported that the vns patient had "died many years ago", however, the site could not provide any further information including cause of death. An online search found an obituary indicating the patient passed away on (B)(6) 2007, in the hospital "after a lifelong illness." The relationship of the death to the patient's vns or epilepsy is unknown. Attempts for further information are in progress.

Event description:
Additional information was received as a copy of the patient's death certificate. The patient's cause of death was listed as respiratory failure which was noted as afflicting the patient over a span of 6-8 days. Secondary causes of death were noted as chronic seizures and cerebral palsy with "hyperthyroid state" listed as an "other significant condition." No autopsy was performed. Follow-up with the funeral home found that the patient's vns system was likely discarded.